Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far r oversensing leading to inappropriate mode switch. No intervention was performed. No patient consequences reported.